Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-feb-2023. H6: investigation summary: the customer returned (3) 0.3ml 1/2in syringes reporting needle hub separates issue. The syringe samples were visually inspected and observed that the barrel tip with the needle hub was broken from the barrel on all the 3 samples. Embecta was able to confirm the reported failure of the broken barrel tip. Manufacturing (holdrege) will be notified of the observed issue. Note: refer to the attachments for photos. A review of the device history record was completed for batch# 2157829. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure of broken barrel tip. A definitive root cause cannot be determined.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ the shield cap did not detach and needle the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ the shield cap did not detach and needle the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.